Manufacturer narrative:
The customer observed falsely elevated sodium, potassium, and chloride results on the architect c1600612. Upon a site visit, abbott field service replaced the bellows (part number 2-89055-02) and the valve, poppet set. The instrument was returned to use and there have been no additional erratic results reported on c1600612. A review of service history for c1600612 revealed no additional erratic or discrepant results, nor did it identify any service or complaint issues that may have contributed to this issue. A review of the ict sample diluent package insert, the architect system operations manual, and the architect c16000 service and support manual shows adequate information regarding troubleshooting and component replacement procedures concerning erratic/ discrepant results is provided. A search for similar complaints for both the bellows set (pn 2-89055-02) and the architect c16000 identified no trends or similar complaints. A malfunction of the bellows set (pn 2-89055-02) was identified as the part failed to meet performance specifications or otherwise perform as intended at the customer site. No product deficiency or systemic issue was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(6).

Event description:
The customer stated that the architect analyzer generated falsely elevated sodium results on two patients. Sodium results were provided for only one patient: (B)(6) initial = 160mmol/l / repeat = 138mmol/l (normal range 136-145mmol/l). There was no reported impact to patient management. There was no additional patient information provided.